Manufacturer narrative:
Concomitant product: product ID neu_unknown_lead, lot# unknown, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
The patient started the trial this morning and has experienced shock waves in his legs but not in the lower back. The patient¿s health care provider (hcp) confirmed on (B)(6) 2013 that the device needed reprogramming which was done on (B)(6) 2013. The trial lead was implanted on (B)(6) 2013 and then pulled on (B)(6) 2013. The patient went on to implant.